Event description:
It was reported that the patient's implantable neurostimulator (ins) ''broke down.'' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3095-10, serial #: (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 3093-28, lot #: j0231173v, implanted: (B)(6) 2003, product type: lead; product ID: 3031a, serial #: (B)(4), implanted: (B)(6) 2003, product type: programmer.